Manufacturer narrative:
On 4/9/2019, additional information was received indicating the patient underwent removal and replacement with mentor memorygel breast implants 240cc, catalog number smpx240, lot number 7653357, serial number (B)(4) (l) and serial number (B)(4) (r). Device evaluation summary: upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device or on the shell surface. During initial evaluation a rupture within crease were observed on the posterior aspect, measuring approximately 0.3 cm no other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent within a crease were found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. At this time is not possible to determine the origin of the yellow material. Since the second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed for the finished device number 6543353, and no non-conformances related to the reported complaint were identified. Concomitant products: mentor smooth round moderate profile 275cc saline prosthesis, catalog # 3501640, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with a mentor smooth round moderate profile 275cc saline prosthesis and experienced left sided deflation post procedure. The deflation was confirmed by a physician. As a result, and explant was performed on (B)(6) 2019.